Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by the customer was main tube damage. The distal end of the main tube had several scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. No other damage was found. Evidence not conclusive but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
Hold rose 10/23it was reported that during a da vinci si surgical procedure, the user facility identified a broken fenestrated bipolar forceps. The reporter was unable to provide specific details of the issue. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.